Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was at 40% when the customer went to sleep. Reportedly, when the customer woke up in the morning the battery had depleted and the pump subsequently shut off. The customer's blood glucose (bg) level was impacted (200's mg/dl). A correction bolus via the pump was delivered. Review of the pump data by tandem technical support showed that the pump battery depleted from 52% to 0% in approximately 2 hours. It was indicated that the customer would continue to use the pump until the replacement pump was received.